Event description:
Tpn filter allowed at least 3 ml of air to pass beyond the filter to the pt's IV. This increase the risk of air embolism. The nurse disconnected the IV set and withdrew 3 ml of air. The filter was changed and again air appeared below the filter set.